Event description:
It was reported that the patient had a broken off pin on the white power cable connector of their controller. No alarms were noted. The patient was to receive a replacement controller in clinic.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage in the power connector of the system controller's white power cable was not confirmed, as the controller, (B)(6), was not returned for analysis, and no images have been provided for review. Based on the analysis of the returned (B)(6), (related manufacturer report number 2916596-2022-00914), the broken/missing pin #8 from the patient cable's white power connector appears to be lodged within the system controller (B)(6) white power connector. The damage to the power connectors appeared to be related to mechanical stress due to a misalignment issue when mating the two connectors. Multiple attempts were made to obtain additional information from the customer regarding the event, asking if the controller would be returning for analysis; however, no response was provided. To date, the system controller (serial # (B)(6) is unavailable for evaluation. As a result, the complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. System controller (serial # (B)(6) was shipped to the customer on 07apr2021. Heartmate iii instructions for use (IFU) (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.